Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During the cryoablation procedure, the balloon catheter was inserted into the sheath and delivered to the left auricle. The mapping catheter was advanced first, thus, the whole system was inserted into the left auricle. After the mapping catheter made an approach to the left superior pulmonary vein, the balloon catheter was also advanced along the mapping catheter. Also, during angiography, a contrast agent was noted to be flowing to the pericardium. Then, perforation occurred in the left auricle and a loss of blood. Despite pericardial puncture, the blood pressure dropped sharply. A thoracotomy was performed; however, the patient died. It was further reported by the physician that the balloon catheter had caused the perforation and not the mapping catheter.